Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient was treated with vancomycin intraperitoneally (dose and frequency not reported) and cipro by mouth (dose and frequency not reported). At the time of this report, the cloudy fluid had cleared. Action taken with pd therapy was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.